Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to service facility for evaluation. During evaluation, the reported issue of the probe surface has a hole in it was confirmed. The tip of the probe delaminating. The probe¿s imaged has a blacked out area on the left side of the image due to the tip of the probe delaminating. The root cause is due to an adhesive failure.

Event description:
It was reported the tip of probe delaminating. 07/27/2023 during evaluation, found the probe¿s imaged has a blacked out area on the left side of the image due to the tip of the probe delaminating.